Event description:
Edward lifesciences, model 3000, carpentier-edwards, perimount magna, pericardial bioprosthesis - aortic (valve) had a perivalvular leak on tee after coming off bypass. Bypass re-established and ethibond repair stitch placed with perivalvular leak on subsequent tee after coming off bypass (2nd time). Pt placed on bypass a 3rd time with ex-plantation and re-implantation of a second ¿like¿ valve without issues.